Event description:
The user facility reported that the 3/8" - 1/4" reducer, connected to the reservoir outlet port, started to leak during priming. The reducer was tightened with forceps but still continued to leak so it was changed out for a new one. Since the leak occurred during priming, there was no patient involvement.

Manufacturer narrative:
(B)(4). The actual sample was returned and evaluated. Visual inspection confirmed there were no anomalies or breaks in the appearance of the device. X-ray fluoroscopic inspection confirmed there were no anomalies including molding-related deformities or gaps between the connected parts. The reservoir was filled with 3500ml saline solution and left for 6 hours. No leaks were noted indicating the reducer on the actual sample was not fitted securely to the reservoir outlet port. Although the cause for the reported event cannot be definitively determined based upon the available information, there is no indication that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up. (B)(4).